Event description:
As reported by navilyst medical's distributor in the (B)(6), an indwelling PICC was removed due to a cracked hub. It had been used with a vygon bionector, and the clinician believes that over-tightening of the needle-free connector caused the crack. There was no pt injury. The used device was returned to navilyst medical for eval.

Manufacturer narrative:
The device history records of the reported lot were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specs. The navilyst medical (B)(6) 2015 complaint report was reviewed for the bioflo PICC product family and the failure mode of "hub broken/cracked." No adverse trends were identified. The complaint report was confirmed, as the female luer visual component of the white/purple valve from the PICC was confirmed to be cracked just adjacent to the molded parting line. Based on no mfg anomalies noted during the visual eval of the returned sample and the process controls in place to address this failure mode, the most probable root cause for the cracked female valve housing is due to an over-tightened connection with the male luer of the needleless connector. (B)(4).